Event description:
It was reported that the balloon failed to deflate. A 27/7/2/100 equalizer balloon was selected for an abdominal aortic aneurysm (aaa) procedure. During the procedure, it was not possible to deflate the balloon. The device was cut in order to be removed from the patient's artery. There were no patient complications reported.